Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. As noted, the customer stated that the brightness adjustment knobs were noting functioning properly and the image was too dark and indistinguishable. After discussing the issue with tac, the customer reviewed and secured the communication cable correctly and the device was functioning properly. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the brightness adjustments for his evis exera iii xenon light source were unresponsive during use. According to the initial reporter, the scope image was too dark and indistinguishable. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.